Manufacturer narrative:
Once the device has been returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, the device was thoroughly analyzed. No hardware resets were found during a review of the memory. Real time x-rays were taken and it was confirmed that the rv header wire was fractured. Detailed analysis revealed that the rv header wire fractured due to fatigue. Laboratory analysis determined that this damage contributed to the loss of capture and intermittent pacing observed while the device was implanted.

Event description:
Boston scientific received information that the patient with this pacemaker was undergoing a lead revision due to the right ventricular (rv) lead having high thresholds and intermittent loss of capture. The lead was successfully replaced with a competitor's product and measurements obtained on the pacing system analyzer (psa) were within normal range. Once the lead was then connected to this device, intermittent pacing as observed. The lead was disconnected and measurements were again taken on the psa. All lead measurements were within normal range. The device was then successfully replaced and will be returned for laboratory analysis. No adverse patient effects were reported.

Event description:
The device was returned.